Event description:
It was reported that the customer received a button error alarm. The up arrow button was sometimes unresponsive. The customer's blood glucose level was 140 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no up or down arrow button response due to an unlocked keypad connector. The displacement test could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.